Event description:
During a procedure, the ligasure device was clamped onto tissue and became stuck. The jaws were locked in position. Device was then removed from the tissue. Device removed from service. No patient injury. Damaged device returned to company.